Manufacturer narrative:
The device was not yet returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, that when the device was turned on daily, the moment the carbon dioxide (co2) tank was opened, there was a beep and the insufflator screen locked on the high flow insufflation unit. It was also reported that there was fluid inside the hose system. There were no reports of patient involvement.

Event description:
During the device evaluation, the device displayed an error 03 code. This report is being submitted for the e03 code, as well as the alarm sounding, and the device is locked as soon as co2 reservoir is opened.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and correction to g2. Please see updates. The device was returned to olympus for inspection. The customer's complaint was confirmed, and the device displayed an error 03. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported events (error 03 and alarm sounded/device locked) occurred due to a faulty pressure-sensor in the printed circuit board. A final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.